Event description:
It was reported that prior to starting a da vinci procedure, it was noted that the single site curved cannula accessory screwed off from the base. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the cannula had a weld defect. The bowl moved with respect to the tube when significant force was applied. Failure analysis found that the cannula was in the wrong orientation when placed next to a functional cannula. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.